Manufacturer narrative:
(B)(4). The reported complaint was reported was duplicated as per laboratory evaluation. The product surveillance technician (pst) attempted to rotate the occlusion knob clockwise and counterclockwise. The pst was unable to rotate the occlusion knob on both directions. There was damage to the adjusting screw and this damage to the slot prevented vertical movement of the screw when occlusion knob was rotated. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that before use of the device for a cardiopulmonary bypass procedure (cpb), the user reported that the roller pump occlusion knob was stuck but there were no visible causes of jam. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a 5-minute delay but no blood loss, nor adverse consequences to the patient. Per clinical review on november 15, 2016: according to perfusionist, the issue actually occurred pre-cardiopulmonary bypass. The cardioplegia (cpg) delivery line was being primed to the operating room table and the perfusionist needed to adjust the occlusion of the rollers. During the adjustment, the occlusion adjustment knob jammed and the roller occlusion was not able to be adjusted adequately. The perfusion team elected to change out the roller pump prior to the start of cpb. A single pump was removed from another base (not being used at the time) and it was connected in place of the jammed pump. Tubing was removed from the previous cardioplegia roller pump and was used in the changed out pump. There was a 5-minute delay in the initiation of cpb due to the change out of the cpg roller pump there were no issues during the remainder of the case.